Event description:
Imperial: it was reported that a dissection occurred. On (B)(6) 2016, the subject presented to the hospital and index procedure was performed on the same day. The 100% stenosed target lesion was located in the left mid superficial femoral artery (sfa) and was 90mm long with a proximal reference vessel diameter of 5.4mm and distal vessel diameter of 5.4mm and was classified as tasc ii b lesion. The lesion was treated with predilatation with a 6.0 mm x 100mm study stent with a 0% residual stenosis. On (B)(6) 2016, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, the subject presented to the hospital for post-angioplasty follow up with recurrent symptoms of claudication in the right calf. Subsequently, arterial doppler of the lower limb was performed which revealed in the right limb: triphasic curves at the femoral bifurcation and at the first half of superficial artery; monophasic curves in the distal popliteal artery suggesting of sever stenosis in the mid superficial femoral artery. The doppler also revealed in the left limb: moderate to severe focal stenosis at the entry of the stent; monophasic to biphasic curves in popliteal and in distal. Additionally, ankle brachial index (abi) was performed which revealed abi index of 0.54 in the right and 0.77 in left ankle. On (B)(6) 2021, the subject revisited the hospital with symptoms of bilateral claudication and subsequently angiography of both lower limbs was performed which revealed the following in the iliac axis: severe stenosis at the origin of the left internal iliac artery; mild restenosis at the origin of the right internal iliac artery. The angiography also revealed the following in the right limb: atheromatous infiltration of the common femoral artery without significant stenosis; less than 30% stenosis at a branch of deep femoral artery; severe stenoses in the mid superficial femoral artery and an occlusion at about 6cm from distal sfa. Lastly, the angiography revealed the following in the left limb: atheromatous infiltration of the proximal sfa with moderate stenoses; edge stenosis of 70% extending over 5mm approximately at the proximal portion of stent and mild intimal hyperplasia without significant stenoses over rest of the stent. Based on the findings, bilateral femoral angioplasty was performed. On (B)(6) 2021, stenosis noted in the right superficial femoral artery was treated by recanalization and angioplasty with a 5mm drug eluting balloon. Post balloon angioplasty, small flap of dissection was noted at the angioplasty site which did not limit the flow and brought any significant stenosis (dissection). Additionally, on the same day, stenosis noted at the left proximal sfa and proximal portion of the stent was treated by balloon angioplasty using 5mm drug eluting balloon with good angiographic result. No further complications were reported in relation to this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that a dissection occurred. In (B)(6) 2016, the subject presented to the hospital and index procedure was performed on the same day. The 100% stenosed target lesion was located in the left mid superficial femoral artery (sfa) and was 90mm long with a proximal reference vessel diameter of 5.4mm and distal vessel diameter of 5.4mm and was classified as tasc ii b lesion. The lesion was treated with predilatation with a 6.0 mm x 100mm study stent with a 0% residual stenosis. The following day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject presented to the hospital for post-angioplasty follow up with recurrent symptoms of claudication in the right calf. Subsequently, arterial doppler of the lower limb was performed which revealed in the right limb: triphasic curves at the femoral bifurcation and at the first half of superficial artery; monophasic curves in the distal popliteal artery suggesting of sever stenosis in the mid superficial femoral artery. The doppler also revealed in the left limb: moderate to severe focal stenosis at the entry of the stent; monophasic to biphasic curves in popliteal and in distal. Additionally, ankle brachial index (abi) was performed which revealed abi index of 0.54 in the right and 0.77 in left ankle. In (B)(6) 2021, the subject revisited the hospital with symptoms of bilateral claudication and subsequently angiography of both lower limbs was performed which revealed the following in the iliac axis: severe stenosis at the origin of the left internal iliac artery; mild restenosis at the origin of the right internal iliac artery. The angiography also revealed the following in the right limb: atheromatous infiltration of the common femoral artery without significant stenosis; less than 30% stenosis at a branch of deep femoral artery; severe stenosis in the mid superficial femoral artery and an occlusion at about 6cm from distal sfa. Lastly, the angiography revealed the following in the left limb: atheromatous infiltration of the proximal sfa with moderate stenosis; edge stenosis of 70% extending over 5mm approximately at the proximal portion of stent and mild intimal hyperplasia without significant stenosis over rest of the stent. Based on the findings, bilateral femoral angioplasty was performed. The same day stenosis noted in the right superficial femoral artery was treated by recanalization and angioplasty with a 5mm drug eluting balloon. Post balloon angioplasty, small flap of dissection was noted at the angioplasty site which did not limit the flow and brought any significant stenosis (dissection). Additionally, on the same day, stenosis noted at the left proximal sfa and proximal portion of the stent was treated by balloon angioplasty using 5mm drug eluting balloon with good angiographic result. No further complications were reported in relation to this event.